Event description:
While using the ligasure, the hand piece broke inside the patient. A different machine was tried and it still didn't work, so we know that it was the handpiece and not the machine. A new hand piece was obtained and that one worked. There was no harm to the patient.